Manufacturer narrative:
The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/28/2020. Device evaluation summary: according to the information received, the patient experienced a possible rupture in the breast implant after a friend of hers gave her a bear hug. The patient stated that she heard a loud pop. Additionally, the patient developed capsular contracture and was diagnosed with ductal carcinoma in situ. During visual inspection, the sample was found to be ruptured and received in two parts. Additionally, a crease/fold was found on the edges of the tear. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that the patient also experienced capsular contracture unknown baker grade on the right side. As a result patient underwent bilateral removal and replacements as follow; left replaced with cat#:3504504bc, sn#:(B)(4) and right replaced with cat#:cat#:3504504bc, sn#:(b(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, chest injury, breast cancer. Concomitant products: mentor memorygel breast implant 350cc, cat/sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation surgery with mentor memorygel breast implant (sm mpp gel 350cc, date of implantation (B)(6) 2013) has experienced a right-side rupture and has been diagnosed with ductal carcinoma in situ. As a result, that patient had the cancer removed on (B)(6) 2019 and an explantation of the implant is scheduled for (B)(6) 2020. As per the patient¿s report, the patient was diagnosed on (B)(6) 2019 with the primary malignancy of right side stage 0 ductal carcinoma in situ. The cancer was confirmed via imaging. The cancer was removed and the treatment plan is to monitor every 6 months. The rupture possibly occurred when the patient's friend gave her a bear hug in which she heard a loud pop. Should additional information become available, this case will be re-assessed and notes will be updated.